Event description:
It was reported the right ventricular lead demonstrated low r wave values and t wave oversensing. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 4076 implantable pacing lead (B)(6) 2010. (B)(4).